Event description:
Customer complained that equate super hold denture adhesive may have caused his gland to be swollen. He may seek medical attention.

Manufacturer narrative:
Complaint investigation still in process. Suspect sample has not yet been returned to sheffield pharmaceuticals. (B)(4).